Manufacturer narrative:
Trackwise #: (B)(4). Corrected section: h8 - usage of device-correct to "initial use." The device was returned to the factory for evaluation on 04/30/2021. An investigation was conducted on 05/04/2021. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. Charred material was observed on the tip of the heater wire. The heater wire was observed to be flexed away from the base of the hot jaw to the tip of the hot jaw with detachment at the tip. The clear silicone insulation was observed to be intact, no visual defects were observed. No electrical testing was conducted due to the damage of the heater wire. Based on the returned condition of the device, the reported failure "material twisted/ bent wire" was confirmed. The lot # 25155785 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2 (w/vasoshield), while using the device, the metal portion of the jaws separated and they had to open a new kit to finish the case. Nothing fell into the patient, silicone did not peel. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2 (w/vasoshield), while using the device, the metal portion of the jaws separated and they had to open a new kit to finish the case. Nothing fell into the patient, silicone did not peel. The hospital did not report any patient effects.